Event description:
This distributor recently became aware of an incident that occurred while performing a coronary angiogram. The cath reports stated: "during initial insertion of the guidewire over the right femoral artery, the wire went laterally and in an attempt to pull it back, the safety wire snapped and the guidewire unravelled." The wire was surgically removed without complications. The operative reports stated: "there was a considerable amount of scar surrounding the femoral artery and this was most likely the cause for the wire's initially to be removed."